Event description:
New information states that in the chart it states the patient presented for follow on (B)(6) 2016 oversensing was still noted. The patient would continue to be monitored. No intervention had been planned.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that the patient presented for follow-up. Upon interrogation, the atrial lead exhibited a sensing anomaly and noise, which led to inappropriate mode switches. The noise was not able to be reproduced in clinic. No intervention was reported. The patient would continue to be monitored.